Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) and left ventricular (lv) pace/sense leads experienced a ventricular fibrillation (vf) arrest during nuclear scanning. A right heart catheterization was performed. During the procedure, the rv and lv leads became dislodged. A temporary pacing wire was placed and connected to the cardiac resynchronization therapy pacemaker (crt-p), which, was programmed voo pending a future lead revision on an unknown date. Additional information was received that an invasive procedure was performed. The device and rv lead were explanted and replaced with an implantable cardioverter defibrillator (ICD) system. The lv lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.